Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he fell on his insulin pump during baseball practice. The insulin pump began to flash and beep. When the battery was changed the device would not turn back on. The patient's blood glucose at the time of incident was 142 mg/dl. The customer mentioned that when he shook the insulin pump he heard a rattling noise: something was loose under the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. We were unable to perform functional testing including self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. No unexpected rattling noise heard when shaking pump. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.